Event description:
User facility reported device was removed from use with pt and user was unable to lock needle into protection device. No adverse effects to pt or user reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.